Event description:
Additional information was received on 13sep2024: the needle stick event took place on (B)(6) 2023. The staff member activated the needle against a hard surface as indicated in the instructions for use (IFU). The blood loss was unknown. The staff member was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1, a2: age and date of birth, a3a, a4, b3, b5, h6: health effects - impact code.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: 191206b, 200122b. D4: expiration date - 30-nov-2024, 31-dec-2024. D4: UDI: not applicable . D5: operator of device - unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: quality assurance. H4: on (B)(6) 2019, (B)(6) 2020. The actual sample was not available for evaluation. Instead, a reference photo was received. An sg2 needle is connected to a non-terumo syringe. The needle is protruding from the activated sg2 sheath. Retention samples were visually inspected and found to be free of any damage and bent needles. Sheath activation was performed on the samples, and all passed. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Our safety sheath has undergone incoming inspection which includes visual inspection, dimensional inspection, and verification of certificate of conformity from the previous two fiscal years to the present, we received a total of three (3) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The cause of the complaint is not related to our product or manufacturing process. A review of the product's lot history file revealed no related issues that would cause the needle to bend through the sheath during activation, resulting in a needlestick to the user. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues and needlesticks. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Our process is assured, and the complaint is unrelated to our manufacturing process. We recommend following the instructions for use (IFU) for proper use of the sg2 needle, which include cautions, precautions, and warnings to avoid needlesticks. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a needle stick occurred involving the surguard 2 needle/hub. The needle pierced through the safety shield.